Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a laparoscopic inguinal hernia repair procedure the device burst in the patient abdomen. The device was retrieved and no fragments were left in the cavity. Another device was readily available to complete the procedure with no further incidents reported. It was also reported that the patient did not experience and adverse event due to the device malfunction.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker preperitoneal distal balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the balloon burst during a totally extraperitoneal procedure. Upon initial inspection, the balloon was received in two pieces. Due to the observed damage, the dissector balloon would not inflate. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken balloon, the reported condition was confirmed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use.